Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the representative was seeing impedance readings >40000 ohms. It was noted that the patient got into the shower the night prior to the call and lost stimulation completely although it was initially noted that they only lost stimulation on the right side. There were no falls or trauma prior to the issue. It was noted that until a day prior to the report everything was functioning very well. The patient had tried switching groups and stimulation intensity but was unable to bring stimulation back. An impedance check was run on the day of the report with voltages at 3 and most contacts on 8-15 were out of range. It was noted that when using reference electrode 0 electrodes 8, 10, 12, 13, 14 were out of range. The patient had been using electrodes 8, 9, 10, 13, 14, and 15 but was now just using 7 and 9. The manufacturer representative had tried reprogramming around the issue. It was further reported that x-rays of the lead and implantable neurostimulator (ins) were taken. It was noted that the cause of the issue was not determined. The device was reprogrammed using electrodes that were within normal limits and the patient was doing well on (B)(6) 2013.